Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex b grids. Omit: b17 - device not returned.

Event description:
It was reported that 8100 lvp pump was affected by iui/platen/batt/dim segment recall. There was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 8100 lvp pump was affected by iui/platen/batt/dim segment recall. There was no patient involvement.